Event description:
During evaluation of a returned spectrum pump, the device failed downstream occlusion test. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed downstream occlusion test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream tubing guide is out of adjustment which requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.